Manufacturer narrative:
Debris buildup in the water filter. Damaged water flow control on the handpiece cable. Handpiece holder magnets separating from the cabinet.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124 scaler, the handpiece and insert were heating up; no injury resulted.